Event description:
On (B)(6) 2017 pt had bivads implanted in the operating room. On pod 2 the rvad began having an increase in power/flows. Log files were sent to heartware. Ldh increasing. Great suspicion for rvad thrombus. Pt taken to the operating room on (B)(6) 2017 and rvad was exchanged. The vad was returned to company for evaluation and a thrombus was identified.